Manufacturer narrative:
(B)(4). Device had unresponsive all buttons due to corroded keypad traces. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify motor error alarm due to unresponsive button. Device had cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip. Motor passed motor test. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had motor error alarm during bolus and insulin pump also had cracks everywhere. The customer blood glucose level was unknown. The customer was assisted with troubleshooting. Customer states drive support cap appears normal. Customer states the insulin pump did not exposed to high magnetic field. Customer states insulin pump alarm history contains more than one motor error alarm within a 30 day period. The customer stated that they perform displacement test and it was passed. The device will be returned for analysis.